Event description:
The facility reported a flo-gard infusion pump with a constant false occlusion alarm, which interrupted delivery during bio-medical testing. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a flo-gard infusion pump with a false occlusion alarm was confirmed during product evaluation. This condition was caused by the pump's door assembly being broken in its latch area and at its upper and lower hinge stops. The door assembly was replaced to correct the reported condition.should additional information be received, a follow-up medwatch will be submitted.